Manufacturer narrative:
The investigation has begun. Once the investigation is completed, a follow up report will be issued.

Event description:
It was reported if you pull the power plug out of the power socket and touch the bare contacts of the power plug, the built-in suppression capacitor discharges over it. The user got an electric shock when pulling out the power plug. Subsequent examination revealed ventricular fibrillation / heart problems and the user was hospitalized.

Manufacturer narrative:
Additional information was received stating the user was under 24 hour observation and her state of health returned to normal. The effect was a ¿renewed¿ fear of touching them. Despite multiple attempts to obtain additional information and the device for root cause analysis, no further information besides the complaint description was made available. Therefore root cause of the reported shock was not determined. However, it was determined the non-bulk (low capacity) capacitor inside the device has a discharge time in milliseconds after removing from a power source making it virtually impossible to receive a shock. Additionally, the plastic housing of the bedside charger does not have the capability of holding a charge.

Event description:
It was reported if you pull the power plug out of the power socket and touch the bare contacts of the power plug, the built-in suppression capacitor discharges over it. The user got an electric shock when pulling out the power plug. Subsequent examination revealed ventricular fibrillation / heart problems and the user was hospitalized.

Manufacturer narrative:
A follow up 1 report was sent to correct the device name. The device involved was an m300. The investigation has begun. Once the investigation is completed, a follow up report will be issued.

Event description:
It was reported if you pull the power plug out of the power socket and touch the bare contacts of the power plug, the built-in suppression capacitor discharges over it. The user got an electric shock when pulling out the power plug. Subsequent examination revealed ventricular fibrillation / heart problems and the user was hospitalized.